Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A hp1 hi-pot electrical safety test was performed successfully with no issues. A sf1 functional system level system test was performed and passed successfully. Additionally, sf2 functional system level ctf testing was performed with no issues noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was precipitation while running an em 2400, main module. It was observed that when pumping calcium, precipitation was observed when it reached the phosphate (port 2). To attempt to resolve this issue, the inlet/vial for both calcium and phosphate products were swapped as well as swapping the valve set and re-setup the equipment; however, the same issue occurred. This issue was resolved after running the same order on another compounder without any issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.